Manufacturer narrative:
The returned bx-70071-df administration set associated with this complaint was received by intuvie on 12/01/2025 under RMA 17074. Evaluation and testing were completed on 12/09/2025, during which the reported issue was confirmed. A visual inspection of the sterile pouch verified the presence of a hair located partially inside the packaging, consistent with the customer¿s initial report. This complaint involves one affected unit from lot 2502034. A review of complaint history for this lot found no additional complaints. According to the lot documentation and certificate of conformance/certificate of sterilization provided by the contract manufacturer, the lot ((B)(4) units) was manufactured on 03/20/2025 and sterilized on 03/31/2025, with no nonconformities noted during processing or release. The investigation into the source of the hair is ongoing. Any new findings will be submitted in a follow-up MDR.

Event description:
Intuvie received a report from right way medical stating that synchrony pharmacy found a hair ¿half inside and half outside¿ in the sterile package of one bx-70071-df administration set from lot 2502034. The issue was identified prior to use, and no patient involvement or adverse event occurred.